Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were having trouble with both of their stimulators and they need some help. The patient stated the last time they called for help with their bladder stimulator they were told that they were not allowed to come to the residence. They mentioned they live in a nursing home and they don't drive. The patient asked if that was the manufacturers policy not to send anyone out to the house or the resident. The patient said they told the local manufacturing representative (rep) there was a nurse there all the time and they won't come because they said they're not allowed to go to people's places of residence. The agent reviewed company policy. The patient then stated they need someone to come out there and straighten out this mess. The agent asked the patient what they needed corrected and the patient stated the stimulation was not working and it was not helping their bl adder control at all. They also stated they think it was interfering with their spinal stimulator and they think they were getting their signals mixed up. The patient confirmed they had tried adjusting their settings. They reported they did have improvement in their symptoms at first but now they were noticing none since they adjusted their spinal cord stimulator settings. The patient was redirected to their healthcare provider to further address the issue. On (B)(6)2024 an outbound call was made to the patient as they were escalated. The patient said they were in a lot of pain, the "parts are hanging out" their back. The patient said the leads were not in the right place but the healthcare provider (hcp) said they were. The patient asked for a hcp that worked with both devices and the agent reviewed the info. The agent called the patient back per request to speak to an agent familiar with both devices. The caller asked if there was a potential for the devices to interact. The agent reviewed information. The caller repeated information regarding the devices being replaced and relocated and now they were too close to the surface and causing them a lot of pain. The caller was wondering if this was something that was needed and wondered why they didn't just implant the new devices in the same spot. The agent redirected them to their hcp. The caller noted they did discuss their concerns with their hcp and they said "its fine" and just disregarded their concerns. The caller stated they would like to get a second opinion and requested physician listings. Agent printed and mailed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-33 (lot: va0vbf8); product type: 0200-lead; implant date (B)(6)2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.